Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated:a2, b4, b5, g4, h2, h3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the depth gauge broke during measurement. The broken piece fell into the patient, but was immediately retrieved. No harm to patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed examination of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Upon visual inspection the device shows wear and has fractured on the shaft. Sem analysis of the g7 depth gauge sample showed that it fractured due to bending overload. A quasi-cleavage mode of overload fracture observed for most part of the fracture surface. The suspected crack exit area has evidence of sheared ductile dimples indicating the direction of crack propagation towards the edge. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 410 stainless steel. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge broke during measurement. Attempts were made to obtain additional information; however, none was available.